Event description:
Pt experienced pain 11/25 during infusion into her central catheter. Follow-up cxr revealed the catheter to have fractured with the distal fragment into right ventricle. Fragment approx 10cm removed by a radiologist at facility 11/25/96.